Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records identified that the patient was revised due to failed right tha associated with elevated metal ions, pseudotumor, tissue reaction and necrosis of the bone. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a hip arthroplasty revision approximately 8 years post implantation due to unknown reasons. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Event description:
It was reported that a patient underwent a total hip arthroplasty, subsequently patient developed hip swelling. Revision of right hip performed approximately 8 years post operatively. Surgeon noted tissue damage, bone necrosis, staining and corrosion.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 femoral head 61275863; 00771300700 modular femoral stem, 61172385; 65620005222 acetabular shell 61118048; 00630505032 acetabular liner 61241898; 00625006535 bone screw 61249402; 00625006530 bone screw 6125502; 00625006525 bone screw 61258645. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.